Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they performed rad & gain calibrations on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not emit x-rays. No additional information was provided. There was no patient present when this issue was identified.